Manufacturer narrative:
Background information: quickie q7r wheelchair, rev. A states: "clean your chair regularly. This will help you find loose or worn parts and make your chair easier to use." Quickie q7r wheelchair, rev. A states: "the user or caregiver should perform these weekly and monthly (safety & function) checks to maintain the safety of their chair. If an item is not working properly, please contact your authorized dealer." Discussion: in evaluating the complaint, the technician (B)(6) initially reported a split in the right caster arm frame. A second technician (B)(6) described noticing the same split when the end user fell out of her wheelchair. There were no further details provided on the incident. Upon further discussions with the (B)(4) team, based on the pictures provided by the technician, the split in the caster arm would not happen suddenly and would occur over time. If the end user maintained the wheelchair strictly per the safety checklist and cleaning schedule, this split could have been discovered prior to the incident. The most probable scenario could be cyclic patient loading on the split frame caster arm could potentially cause unintended movement at the pivot point mechanism, possibly leading to instability and the end user to potentially fall. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. (B)(6) stated the end user allegedly fractured her hip during the incident and required surgery. There was no additional information provided on the end user's current state or ongoing treatment. Conclusion: due to the allegation of a serious injury that required medical intervention (fractured hip that required surgery), this MDR is being filed.

Event description:
The technician (B)(6) initially reported a split in the right caster arm frame. A second technician (B)(6) described noticing the same split when the end user fell out of her wheelchair. There were no further details provided on the incident. (B)(6) stated the end user allegedly fractured her hip during the incident and required surgery. There was no additional information provided on the end user's current state or ongoing treatment.